Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that a patient notified them that this lead had dislodged previously and the physician decided to wait instead of revising the lead. The patient claims that this lead then refibrosed into his heart.